Event description:
It was reported that the programmer was unable to be updated and that it was in need of an operations system migration. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer was unable to be updated and needed an operations system migration. The hard drive was reimaged and the software reloaded to resolve. The programmer would not reimage, the beginning screen would display at the end of the reimaging process and therefore the media processing unit was replaced to resolve. The programmer was found to be missing a stylus so a stylus was installed and calibrated, and that the system fan was intermittently noisy and it was replaced. (B)(4).